Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient started having high fevers around (B)(6) 2014 and it was determined that she had an infection around (B)(6) 2014. The infection was all over, it was at the implant site and in the spinal cord. The patient had surgery on (B)(6) 2014 to remove the complete system. It was unknown if a new system will be implanted. The pump was delivering baclofen.